Manufacturer narrative:
Siderail panel assembly. Timing link.

Event description:
It was reported by service report that the left siderail latch mechanism broken. No pt involvement or adverse consequences are reported.